Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, frequent alerts for non-sustained ventricular oversensing episodes due to lead noise were observed. Noise was reproducible in clinic through provocative maneuvers. On x-ray, it was noted that the lead was crushed by clavicle due to the insertion site of the implanted lead. Lead fracture beneath the clavicle was noted visually. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable.